Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented to the clinic after receiving inappropriate shock due to oversensing. X-ray revealed a suspected insulation anomaly. The physician turned off the tachy therapy. System remains implanted.